Event description:
It was reported that intermittent occlusion alarms occurred. Multiple follow up attempts were sent by tandem clinical support, however, no response was received by the customer. No reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.